Manufacturer narrative:
Analysis found normal battery depletion.

Event description:
It was reported that the patient was presented in clinic and upon interrogation, the pulse generator exhibited backup vvi mode resulting in pocket stimulation. Software download was unsuccessful. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.